Event description:
The complainant reported a patient post cardiotomy cardiogenic shock/low cardiac output syndrome was implanted with an impella 5.5 for mechanical circulatory support (and at this time intra-aortic balloon pump and venoarterial extracorporeal membrane oxygenation (ECMO) were removed). After approximately one month of impella 5.5 support, the patient was noted to have gastrointestinal bleeding. Heparin was suspended and blood products were administered. It could not be determined if the use of anticoagulant for use of the impella device impacted/exacerbated the out of the bleed for the patient. Due to continued decompensation and inability to wean off vent and veno-pulmonary ECMO, family and team ultimately decided to withdraw care due to patient becoming unresponsive. The patient expired.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use: as noted in the impella IFU: section: potential adverse events (united states) - "acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Manufacturer narrative:
No product was returned for investigation. The root cause of bleeding was determined to be use issue because the patient was on aggressive pt/ot and heparin was stopped to manage the bleed.